Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose (bg) level range 250-300 mg/dl. In addition, it was reported that the pump did not alarm as expected for an occlusion alarm that occurred. Customer experienced a low blood glucose level of 23 mg/dl, cause was unknown. Customer consumed carbohydrates to address low bg. Customer changed pump supplies to address past occlusions and continued using the pump.